Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. A visual inspection was performed and a cracked front enclose was observed. This part is unrelated to the reported complaint. An archive data review was performed and multiple user advisory (ua) 45 was observed. Which confirms the reported complaint. No other significant problems found in the archive file. Functional testing was unable to be performed due to the user advisory 45 displaying upon powering up the device. Thus confirming the reported complaint. During the servicing/investigating the device, the drive shaft was observed to have difficulty rotating. The drive shaft was rotated back to "home" position to remedy the complaint. Also the clutch plate deburring was performed. The observed cracked front enclosure was replaced. In summary, the autopulse platform s/n (B)(4) was investigated in which the reported complaint of the device displaying user advisory 45 was confirmed. The archive data review showed multiple ua 45 error codes. The physical damage found during visual inspection is unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing.

Event description:
The customer reported that their autopulse platform s/n (B)(4) displayed a user advisory 45 (not at "home" position after power-on/restart) error message. The customer was unable to clear the error message. No patient information was reported. No further information provided.